Manufacturer narrative:
The thermogard xp ivtm console (B)(4) was evaluated at the customer site and found no functional issue. The report of the console displaying an "airtrap not recognized" message was not reproduced during functional testing of the console. The console operated as intended and passed all final testing criteria. Additionally, review of the event log found the occurrence of mid09 (air trap assembly) error messages, this is not related to the report of the console displaying an "airtrap not recognized" message. This error message was not observed during functional testing. The likely cause of this error message is due to a defective catheter. This is consistent with the customer reported event. Reference MFR 3010617000-2017-01048 for the evaluation of the solex 7 catheter. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard console (B)(4) during patient use, displayed an "airtrap not recognized" alarm 1.5 hours into ivtm therapy. It was further reported that blood was observed in the solex 7 catheter's cooling lumen. The use of the thermogard console was discontinued and a conventional cooling treatment was administered on the patient. No patient harm or consequence reported was on this event. This report refences the console displaying an "airtrap not recognized" alarm. The report of a suspected leak on the catheter is referenced under MFR 3010617000-2017-01048.